Event description:
The customer alleges that "laryngoscope light is dim." No other details were provided.

Manufacturer narrative:
The customer did not return the product. An inventory evaluation was performed and functional testing was performed on inhouse product of the same part and lot number, no abnormalities were found. Possible scenarios include low battery voltage and insufficient cleaning/rinse procedure in place at customer's facility. All inventory is tested to ensure it functions properly before it is shipped. A nonconformance has been opened to further investigate this defect.

Event description:
The customer alleges that "laryngoscope light is dim." No other details were provided.